Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 24 of the patient's mouth. On (B)(6) 2019 loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.